Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s ipg was unable to communicate with external devices. Replacement of external devices did not resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced with another model. Therapy was restored postoperatively.

Event description:
Additional information received from the field clarified the device detail. Report is updated with the available information. Also manufacturing database review indicated the reported issue has been previously reported under MFR report number 1627487-2018-01541. This report is closed as a duplicate.